Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: during testing, the display screen was dim and discolored. A test screen was installed and displayed normally. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The pump failed a leak test due to the crack and evidence of moisture was found in the pump. Additionally, the audio bolus button was unresponsive and the internal contact was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display issue. The reporter stated that the display screen appeared foggy after the pump had been exposed to water. The reporter stated that the display screen was difficult to read and could only be read in a dark room. The reporter denied any cracks or damage on the pump. There was no indication that this complaint caused or contributed to an adverse event. This complaint is being reported because the alleged issue could not be resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.